Event description:
It was reported that patient had an implantable neurostimulator (ins) replacement on the date of report. The manufacturer's representative (rep) stated that the patient didn¿t charge the ins and so the healthcare professional (hcp) switched it out. The rep thought that this was the first overdischarge. The rep was asked the following question: ¿when did the patient¿s ins stop working?¿ the rep responded: ¿unknown.¿ the rep stated, she knew about the procedure a while ago, but just found out, the details on the date of report. The rep called in to find out of the patient programmer and recharger could be updated to be compatible with the new ins. Later, it was noted that the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).